Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9065740. Medical device expiration date: 2019-09-30. Device manufacture date: 2019-03-06. Medical device lot #: 9095657. Medical device expiration date: 2019-10-31. Device manufacture date: 2019-04-05. Medical device lot #: 9095658. Medical device expiration date: 2019-10-31. Device manufacture date: 2019-04-05." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a low draw with a bd vacutainer® 9nc 0.129m plus blood collection tubes. This occurred on 26 separate occasions with batch 9065740, 3 occurrences with batch 9095657, and 6 occurrences with batch 9095658. However, the patient information is unknown. The following information was provided by the initial reporter: (2 of 4 complaints) during our internal testing, we found is that for two citrate products (1.8ml and 2.7ml), the products show draw volume failures below the -10% requirement within the labeled shelf life. We found that in both cases, they will stop meeting our reliability requirement for draw volume about 1-2 months before the labeled expiration date, and in both cases by the time they reach 1 month beyond the labeled expiration date, nearly all samples will fail draw volume testing. Temperature conditioning prior to testing: 10 days at 50c, remainder of time at 25c per (B)(4).

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to low draw volume as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that there was a low draw with a bd vacutainer® 9nc 0.129m plus blood collection tubes. This occurred on 26 separate occasions with batch 9065740, 3 occurrences with batch 9095657, and 6 occurrences with batch 9095658. However, the patient information is unknown. The following information was provided by the initial reporter: (2 of 4 complaints) during our internal testing, we found is that for two citrate products (1.8ml and 2.7ml), the products show draw volume failures below the -10% requirement within the labeled shelf life. We found that in both cases, they will stop meeting our reliability requirement for draw volume about 1-2 months before the labeled expiration date, and in both cases by the time they reach 1 month beyond the labeled expiration date, nearly all samples will fail draw volume testing. Temperature conditioning prior to testing: 10 days at 50c, remainder of time at 25c per vo8-202, section 6.3.4.3